Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a spacer cutter was jammed so that the handpiece would not twist during surgery. The procedure was completed using an alternative instrument without reported patient impacts.

Manufacturer narrative:
Additional information: (methods, results and conclusions) - the identity of the devices was confirmed. Visual inspection revealed no abnormal wear or damage. Based on the binding experienced during the functional testing, it is likely the instrument was not lubricated properly. Once the device was lubricated, normal motion was restored. The device labeling contains instructions regarding proper usage, including lubrication.

Event description:
It was reported that a spacer cutter was jammed so that the handpiece would not twist during surgery. The procedure was completed using an alternative instrument without reported patient impacts.

Manufacturer narrative:
UDI: na. Additional information: (methods, results and conclusions) - the device was not returned but a photo was provided. There are no signs of device damage in the photo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a spacer cutter was jammed so that the handpiece would not twist during surgery. The procedure was completed using an alternative instrument without reported patient impacts.